Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event and cgm inaccuracy compared to bg meter on (B)(6) 2014. Patient claimed that on (B)(6) 2014, upon getting up to use the bathroom, they experienced a hypoglycemic event, passed out and hit their head. Patient further reported that their husband was unable to revive them and called the paramedics. Patient stated that they believed the paramedics treated them with glucagon. Patient was feeling ok and did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data was provided by the patient. The data was reviewed on 11/04/2014, confirming the reported event of inaccurate reading.

Event description:
It was also reported that the patient's husband was feeding her syrup before the paramedics arrived.